Event description:
It was reported that during a meniscal surgery, following standard procedure, after penetrating the menisus, after manual advancement, t1 stripped off of the device with difficulty, then t2 stripped off spontaneously without manual advancement.no patient injury was reported.

Manufacturer narrative:
One curved ultra-fast-fix assembly was returned for evaluation. Visual assessment of the device showed the depth limiter has been trimmed to the surgeons desired length. The trigger has been fully advanced and locked within the handle. T2 and the suture remain attached to the assembly. The suture has been cut proximal to t1. T1 was not returned for examination. The tail end of the suture is protruding out of the proximal end of the depth limiter. The device was not returned in the condition of the reported complaint of t2 pre-deployment.